Event description:
Pt s/p open reduction internal fixation of a fractured left proximal humerus, left distal radius and ulna in 2003. They were seen in follow-up 2 weeks later, the proximal humerus had completely torn apart and there was no contact between the bone surfaces. Admitted for a redo orif of proximal humerus.